Event description:
Customer complained that the bed exit alarm did not sound in two occasions.

Manufacturer narrative:
Based of the information provided, it is uncertain what work was done to correct this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.